Event description:
It was reported that the green & blue cables are worn down and multiple error codes are interrupting the biopsy. There have been no pt consequences reported. One device to be returned.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer complaint and found the rotational cable connector was broken, and the translational cable was severely worn. To correct this issue the site replaced the translational and rotational cables. The analysis site also found the paint on the top and bottom frame was chipping away and to correct this issue the site replaced the top and bottom frame. The port shaft and the positioning spring were bent and to correct this, the site replaced the port shaft, positioning spring and the positioning spring screw. The safety latch was worn and was replaced. The unit made a loud grinding noise when in operation due to the encoder, and the site replaced the encoder. The transmission clamp was stripped and replaced, and the e-clip was damaged during disassembly and was replaced. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.